Event description:
The customer called to report an alarm. The customer did not change the set to solve the problem. Instructed the customer to change the set. During the conversation the customer was hospitalized due to dka. It was indicated that the customer had been running high and vomiting for the past few days. The customer was treated with insulin drip and placed on manual injections temporarily. It was mentioned that the customer has high bgs during the night and the doctor was aware of the situation. The doctor felt that the basal rates have to be evaluated and adjusted.